Event description:
Additional information received 11/11/2025; catheter was secured with statlock, no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient under follow-up by the home care service, using a PICC for prolonged antibiotic therapy in the treatment of osteomyelitis. On (B)(6) 2025, during gravitational infusion of the antibiotic, extravasation was identified near the device's fixation points. The infusion was immediately suspended, keeping the catheter clamped and protected. The nursing team performed an assessment and communicated with the care service, deciding to remove the compromised catheter and reinstall a new PICC on the same day, ensuring continuity of antibiotic treatment. There was no damage to the patient that required immediate medical intervention. There was a delay in the administration of the medication.